Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: evaluation method codes were added: 4109, 4111, 3331. H6: evaluation result code was added: 111. H6: evaluation conclusions code was added: 4307. Four tsx implants (tsx31b10 x2 & tsx37b10 x2) and packaging were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was completed using applicable and available information. DHR review for the lot (1258720) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1258720) and 1 similar event or complaint was found. The customer did submit images for the reported event and the reported event was confirmed following picture evaluation. A definitive root cause has not been determined yet. This is an ongoing issue which is currently being monitored. Therefore, based on the available information, reported malfunction did occur, and the reported event was confirmed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor found 4 implants with broken caps, the lid of the implant container was broken; this was found after the implants were placed. The doctor kept all the package for all implants that were placed.